Event description:
It was reported that attachment does not work and ring fell out of attachment. There is no patient involved in this event.

Manufacturer narrative:
H3: product analysis: report confirmed. Evaluation determined that tool can not be locked. The likely cause was identified as detached distal bearing. It was also noted detent balls were worn, output drive shaft bearing is detached, internal parts are corroded and output drive shaft closure is worn. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.